Event description:
Reportedly, the doctor had fired the instrument three times. Posterior wall did not staple. Could not find staples in abdomen, had to suture staple line. There were two complete donuts. Surgeon was unsure if the instrument fired so he squeezed the handle an additional 2 times. Procedure: lar.